Manufacturer narrative:
Evaluation summary: the loosening of the nut connecting the insertion flexible tube and the control body causes the ift to rotate (loosen), which also causes leakage. We introduced a torque wrench and changed from manual tightening to a torque wrench. This device is not marketed in us, therefore 510k is not applicable.

Event description:
After starting, when connected to the processor, the processor fail to identify the scope. The ift leaked. This event occurred at the time of before use. There was no report of patient harm.